Manufacturer narrative:
(B) (4). The valve had a bent inlet connector that showed signs of separation from the silicone at the base. This damage was most likely caused by the return packaging as the inlet connectors were noticed to be wedged inside a capped specimen container that was too small to accommodate the valve. The returned valve was set to performance level 2.5. All performance levels could not be set with a single attempt. A performance level change could not be induced by laboratory personnel without using a magnet. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what may have caused the reported level changes. The instructions for use (IFU) that accompanies the device cautions that all magnets have an exponentially decreasing effect on the valve that further away they are located. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained. The valve was patent, however, failed leak testing due to a small tear on the bottom of the delta chamber. The damage condition of the valve precluded all further testing. It is unknown how or when this damage occurred. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that in the last 6 months they had several problems with overdrainage due to inadvertent level changes. The possible source was thought to be induction oven or hearing aides. The valve was explanted and replaced with a magnet-safe valve.